Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a patient had a resolute onyx rx coronary drug eluting stent implanted. It was reported that the patient queried having the stent removed and what the stent was made of. The patient stated she is allergic to nickel and is experiencing numbness down her right side. The patient was advised to visit her physician immediately for her symptoms and possibly see an allergist to be tested. The patient was informed that removing a stent is extremely dangerous and only done in extreme circumstances.